Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer 12 had a position sensor failure. A field service engineer (fse) previously swapped row boards with no success. The fse mentioned that multiple parts were replaced, including the drawer board, pyxibus cable, position sensor and cable, door latch, and the pyxibus card for drawers 11 and 12. The retractable band was also exchanged. Medbank still could not test drawer 12 without using the unconditional box. After running out of parts, medbank attempted reallocation and tested multiple cubies; all worked only with the unconditional box checked. After a system reboot, drawer 12 cubies still would not open. Fse found that the drawer was not detecting itself as open, replaced the latch/sensor, and verified that the cubies opened correctly afterward. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, cab 01 drawer 12 position sensor had failed. When tried to issue entresto 24-26 mg tab, the drawer opened but the cubie did not. Customer stated that in tester mode, with the drawer open, the cubie exposure signal returned false, indicated drawer position sensor was faulty. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.